Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were went to emergency room due to high blood glucose on (B)(6) 2019 at 8.30 am with blood glucose of 462 mg/dl at the time of hospitalization. Auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced back pain due to high blood glucose and also gave positive test for ketones. The customer was treated high blood glucose with intravenous insulin and insulin pump. Customer alleging possible insulin pump was under delivery because insulin pump did not alarm that the blood glucose was went to high. The insulin set had leak. The device will be returned for analysis.